Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for high blood glucose. The patient's blood glucose at the time of hospitalization was 527 mg/dl. The customer checked her blood glucose at lunch and since they were high she had someone take her to the hospital. During the hospitalization her insertion site was burning at three in the morning, and when her insertion site was changed she discovered that her cannula was bent. The customer disconnected from the pump and treated with manual insulin injections. Troubleshooting for the high blood glucose was declined. No products were shipped or returned.